Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The healthcare provider (hcp) noted a low reading on the adc device compared with the healthcare professional meter. At 05:10, following 111 medical advice, the evening doses of metformin and dapagliflozin were withheld. The patient¿s glucose level dropped to 4.6 mmol/l. During recovery, the libre cgm sensor failed, showing 5.2 mmol/l with an upward trend, while a manual finger-prick test confirmed a much higher value of 9.4 mmol/l. When plotted on a parkes grid, the results fell into the "d" zone, indicating a clinically significant difference. At 01:35, the patient was asleep with a glucose of 9.0 mmol/l. Again, per 111 medical advice, evening doses were held, and medications were switched to morning only. After consuming cereal, a naked bar, and a nutty bruce latte, the patient maintained a secure, unmedicated overnight baseline and remained clinically stable. A 4.2 mmol/l discrepancy was noted. No contact information was provided to adc; therefore, adc cannot attempt follow-up related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.